Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right ventricular (rv) lead caused a red alert to be declared due to high shock lead impedance of 125 ohms. The patient's physician is aware of the situation and will monitor the patient closely. The system remains implanted at this time and all other measurements were within normal range. No adverse patient effects were reported.